Manufacturer narrative:
The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient arrived at the clinic on (B)(6) 2014 with exposed wires on his driveline. His driveline had been repaired (distal end portion replaced) in the past on (B)(6) 2012 (reference MFR. Report #2916596-2012-00997), and had been reinforced with rescue tape. The patient denied that there were any unusual alarms. Low voltage was noted in his event history and the patient admitted that he exchanged his batteries when it alarmed that the batteries were low. The area around the repair had become damaged. The hospital staff had stabilized the are with tongue depressors and rescue tape. The manufacturer's technical service recommended that they remove the tongue depressors and just tape the entire are with rescue tape. There were no event in the log that indicated that there was a problem with the driveline wires. A few days later (on (B)(6) 2014) it was reported that the physician looked at the driveline and was concerned about the stability of the line even with the application of rescue tape. The vad coordinator stated that the wires were totally exposed and the protective sheath was missing. The hospital staff was concerned about a wire breaking and requesting the percutaneous lead be repaired. The patient had not experienced any unusual alarms. On (B)(6) 2014, the distal and portion of the percutaneous lead was replaced.